Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 12-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller wanted to review device registration info and MRI info but also provided the following clinical notes. Event date and notify date are unclear based on the notes he provided.  It was reported that the clinical notes stated (B)(6) ¿ trail started for 5 days. (B)(6) ¿ surgery for stimulator. Pain was horrific. Pt had laminectomy. A few weeks later they turned on the stimulator. Caused primarily rib sensation. No relief of lumbar pain. Medtronic rep was rather helpful. Implant at t7 rather than t8. Laminectomy done at t9. (B)(6) went back in for surgery. Woke up in recovery. Was told surgery failed, could not put the implant in place. No scs in place. Battery in place. MRI compatible. (B)(6) ¿ another surgery. Doctor lee wants to wake up during surgery. Did that, was feeling in her legs. Was unable to place properly. Now has a non functioning. Additional information was reported that the placement of the surgical lead was implanted at t7, this is where the neurosurgeon placed the lead. The placement at t7 is where the neurosurgeon placed the lead. The initial revision was done to move the lead to t8. The plan was to move the lead to t8. In t7 patient was getting rib stimulation. Physician was unable to get the lead to t8